Event description:
A piece of the trocar (clear plastic disc with hole in it) was seen in the abdomen of the patient during procedure by the physician. When physician was unable to remove the part he called the husband of the patient to discuss leaving the part in the abdomen or to perform a laparotomy. Device part was left in the abdomen by mutual consent.